Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during diagnostic hysteroscopy, dilatation and curettage with suction, endometrial ablation (novasure type), and transvaginal tape placement with cystoscopy procedures on (B)(6)2009, for the treatment of menorrhagia, dysmenorrhea, and genuine stress urinary incontinence. In addition, the following findings were found during the procedure: 1. The uterine cavity appeared to be normal. 2. The uterine depth was 6 cm. 3. The uterine width was 4 cm. 4. The uterus measured 11 cm. 5. Novasure burned at the 132-power setting for 63 seconds. 6. A hysteroscope examination indicated a very nice endometrial ablation burn across the endometrium, with the exception of a little region of pink tissue in the cornua bilaterally. 7. Cystoscopy revealed no intra-bladder abnormalities. 8. There was no sign of foreign body displacement after the transvaginal tape had been placed. Nevertheless, the patient tolerated the procedure well. She was awakened in the operation room and sent to the recovery room in stable condition. Following the procedure, as reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6)2009, was chosen as a best estimate based on the date of the mesh was implanted. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implanting physician is: (B)(6). The following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.